Event description:
The adjusting mechanism was defective on the variable lasso catheter. This was an intra-procedure failure. The catheter was replaced and the problem was resolved. No harm came to this patient.